Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left anterior descending (lad) artery. A 2.75x24mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and upon removal, it was noted that the stent was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Correction: lot number - previously reported as 0021217505, changed to 0020630346. Expiration date: previously reported as 03/26/2019, changed to 10/29/2018. Device manufacture date: previously reported as 05/23/2017, changed to 05/23/2017. Device evaluated by MFR.: promus element, mr, ous 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left anterior descending (lad) artery. A 2.75 x 24mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and upon removal, it was noted that the stent was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.